Event description:
In 2008, the distributor reported that during inspection, it was identified that the screw was disassembled. This malfunction has been previously reported. There was no report of pt contact.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.